Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead had exhibited loss of capture and out-of-range pace impedance measurement exceeding 2,000 ohms. The patient had been in a car accident two weeks prior. There was no allegation of a connection issue. A lead fracture was not ruled out at the time of this report. The local area sales representative was contacted for more information. There were no reported adverse patient symptoms.

Manufacturer narrative:
To date, information suggests that this ra lead remains actively in service. As new information becomes available, this report will be further evaluated and updated.